Event description:
The customer reported being hospitalized due to a low blood glucose of 25 mg/dl. The customer stated that he over bolused and lost consciousness. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.